Event description:
The complainant reported that during a therapeutic ercp on a female pt, the stone was grasped and lithotripter applied. The stone would not crush nor would the tip break off to liberate the basket and was trapped in the distal portion of the common bile duct. Top end of sheath was cut off. All products were removed except for the trapezoid basket. Pt was taken to the "theatre" for an open cholecystectomy and duct exploration. In follow up the sales rep reports "the pt is recovering extremely well with no complications from the surgery."